Event description:
The distributor reported on behalf of the user facility the following incident: central line patient had a red ring exactly the same size and shape of the biopatch on patient's chest. The customer wondered if the reason for this occurrence was because the hcg skin preparation had not dried before the biopatch had been applied.

Manufacturer narrative:
The complaint states a red ring on the patients skin was the same size as the biopatch product. Sensitivity to the product's active ingredient is a known occurrence. The directions for use mention allergic reactions or reddness are cause for discontinuation of product use. The duration of contact time between the biopatch and the patient is unk.